Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm, (lot # unknown); onb5stf, onb5stf versaone opt 5mm std trocar, (lot # unknown); onb5stf, onb5stf versaone opt 5mm std trocar, (lot # unknown); 173050g, 173050g endo catch gold, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic adnexectomy, the seal of two 5mm trocars and one 12mm trocar were broken. When a routine CT (computed tomography) scan was performed after the surgery, it was revealed that there were metal fragments inside the body. The fragments have a round shape of about 3mm. The origin of the metal fragments could not be determined. A sealing device and a specimen bag were also used along with the three trocars. The fragments have not been collected. It is undecided whether or not to collect the fragments.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the seal was damaged and disengaged. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.